Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window. No battery out limit alarm was noted. All operating currents were within specification and the insulin pump passed the self test. No display anomaly was noted.

Event description:
It was reported that the insulin pump had an unresponsive keypad and alarmed button error. The customer's mother stated that the customer tried to give himself insulin when the device kept freezing. The menu then came up and began scrolling through repeatedly. The insulin pump alarmed button error thereafter, which was not cleared by a battery replacement. The customer's blood glucose was 5.0 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.